Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic super low anterior resection, it was found that there were no staples in the cartridge. The incident was not noticed at the firing and the target tissue was cut with a scalpel. The stump receded into the anal canal. When a circular stapler was inserted, it was found that there were no staples on the target tissue. The anastomosis had been planned to do double stapling technique, but eventually an intersphinctericresection was performed.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx30g device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch record was reviewed and no anomalies were noted during the manufacturing process.